Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the healthcare professional (hcp) explanted the patient¿s device on (B)(6) 2018 due to no therapeutic benefit to the patient. The hcp wanted to send the device back for analysis. There were no reports of device issues or allegations. There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the source information found that the patient had repeated visits to their health care provider for programming which did not result in pain relief. The lack of adequate therapeutic effect for pain relief was noted to have been occurring since (B)(6) 2017. There was no replacement device implanted. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomalies. If information is provided in the future, a supplemental report will be issued.